Event description:
(B)(4), during the osteotomy, the implant became stuck midway. The doctor was unable to remove the implant without damaging the implant or instruments. There was no adverse impact to patient.